Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-oct-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon likely occurred due to a faulty lock mechanism of the scope socket. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was evaluated by olympus, the evaluation found the video connector socket was loose and did not hold the scope connector properly. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned to olympus an olympus, model cv-190, video system center for repair due to a report that the device was not "capturing pictures from the scope to the computer." Upon inspection and testing of the returned device, the video connector was noted broken. This report is submitted due to the malfunction of broken video connector. As this was found during in-house service, there was no patient involvement.